Event description:
It was reported that the charger for the ilet bionic pancreas exhibited a charging problem in which the device did not charge while on the charging pad, and replacement charging supplies were shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger component consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.